Event description:
Reportedly, after the interrogation of the subject device, the following message was displayed: pre-programmed settings with the same name already exist. Delete? Do you want to replace? Preliminary analysis confirmed the reported behavior and revealed that it was due to an incorrect program execution.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after the interrogation of the subject device, the following message was displayed: pre-programmed settings with the same name already exist. Delete? Do you want to replace? Preliminary analysis confirmed the reported behavior and revealed that it was due to an incorrect program execution.